Event description:
The pt reportedly experienced loss of lock. External equipment was exchanged and reprogramming was attempted, however problem was not resolved. Testing of the device revealed that it was functional. Revision surgery will be scheduled.